Manufacturer narrative:
(B)(4).

Event description:
Left c7 blue ridge screw backed out of a 3-level plate approximately 5-6 mm. The back-out was reported approximately 7 months post-operatively and the screw was removed.

Manufacturer narrative:
The subject screw was returned for analysis however, the plate was not as it still remains implanted in the patient. There is no definitive evidence on the screw to determine whether or not the corresponding locking clip in the plate was properly positioned over the screw head during the original surgery. The damage to the screw is inconclusive. The manufacturing and inspection records for the screw were reviewed and revealed no manufacturing or inspection discrepancies. K2m has released blue ridge product bulletin #3: tips & tricks in (B)(6) 2012 to further emphasize proper technique while using the blue ridge plates. The company will continue to monitor and trend such issues. The patient is reported to be doing fine to date.